Event description:
During a colectomy procedure, the staples were not holding. No pt injury was reported.

Manufacturer narrative:
2/10/1998-supplemental report #1 sent to FDA. Device not received for evaluation.